Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was found to have the wire sealant worn. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. No product issue was found.